Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the connector of the patient line of a homechoice automated pd set with cassette broke off of the patient line extension. The home patient (hp) reported that they had been connected to the setup for 5-10 minutes at the time of the event. The technical service representative assisted the hp in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.